Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, lead impendance out of range, inadequate capture and noise were observed. The lead was capped and replaced. There was no report of adverse consequences for the patient.